Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber and also alleged headaches and sinus. There was no report of serious patient harm or injury. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. Customer complaint was not confirmed. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been scrapped.